Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal superficial femoral artery (sfa). A 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, during second inflation at 8 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body by simply pulling it out. Then, three other devices also ruptured. The procedure was completed with a 4×100 mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There is tip damage. Microscopic examination revealed the balloon has a longitudinal tear from the proximal marker band. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal superficial femoral artery (sfa). A 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, during second inflation at 8 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body by simply pulling it out. Then, three other devices also ruptured. The procedure was completed with a 4×100 mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.